Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe¿ with needle there was an issue with leakage (leakage parts between the plunger and barrel). There was no report of injury or further medical intervention.

Manufacturer narrative:
One physical sample has been provided in support of this complaint. A leakage through the plunger rod was observed in this provided sample. It was determined that a damaged in the plunger rod by the evaluation of the plunger with magnification. The reported issue was confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported before use of the bd syringe with needle there was an issue with leakage (leakage parts between the plunger and barrel). There was no report of injury or further medical intervention.